Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 300 mg/dl. The customer stated that the reservoir was occluded, which caused the event. The customer stated that the insulin pump had alarmed "no delivery". Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.